Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the rptr at this time.

Event description:
The facility reported a pump that would shut down intermittently. It is unknown when this event occurred. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.